Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher-than-expected tsh result was obtained from a non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using vitros immunodiagnostics product tsh reagent lot 7190 on a vitros xt 7600 integrated system. Mas qc level 1 results of 0.273 miu/l vs. The expected result of 0.199 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh result was from a non-patient fluid and was not reported from the laboratory. The customer did not give any indication that patient results had been affected and there is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .

Manufacturer narrative:
The investigation determined that a higher than expected tsh result was obtained from a non-vitros mas omni immune quality control (qc) fluid lot oim2703 when tested using vitros immunodiagnostics product tsh reagent lot 7190 on a vitros xt 7600 integrated system. A definitive cause for the higher than expected mas qc fluid result could not be determined. The discordant higher than expected mas level 1 qc fluid result was obtained post a calibration of a new reagent lot and therefore, no historical qc fluid results were available to assess the vitros tsh reagent lot 7190 performance. Therefore, a reagent issue cannot be completely ruled out as contributing to this event. An instrument issue is an unlikely contributor to the event as patient sample correlation testing performed was within expectations and acceptable qc fluid results were obtained prior to and post of the event when using different vitros tsh reagent lots. However, as within run diagnostic precision testing was not performed at the time of the event, an instrument issue cannot be completely ruled out as contributing to this event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7190.